Event description:
It was reported that the power switch on an irc5p concentrator is defective. Per the repair statement, the unit will not alarm.

Manufacturer narrative:
Per the re pair statement; additional replacement part for the repair of the product was a gear clamp for the 4-way manifold.